Event description:
On (B)(6) 2013, the patient contacted animas, alleging that she has had blood glucose excursion ranging from 42 to 361 mg/dl since she received her replacement pump last friday. The patient reportedly had blood glucose below 70 mg/dl and had symptoms of sweaty, shaky and restless. She drank 4 oz. Of juice and ate food. Her blood glucose eventually got up to 361 mg/dl. At the time, she reportedly had symptoms described as ¿headache, slight stomach pain, slight nausea, moderate thirst and moderate urination.¿ the patient states she has not had to take this much insulin for correction before and is concern. When the animas representative reviewed the logbook and pump settings with the patient, it was noted the insulin to carbohydrate ratio (I:c) and insulin sensitivity factor (isf) was not the same. The patient was unable to provide what her isf settings should be since she no longer has her old pump. The patient stated she has some notes written down from a few md visits ago which have isf 1:60 mg/dl to 1:80 mg/dl, but was not sure if that setting is correct. The animas representative advised the patient to contact her md immediately to get the recommended settings and to call back for assistance with putting the correct settings into the pump. The patient further noted that she may have changed the settings by accident. The patient was also advised to write down and always keep a copy of the current settings. At the time of the call to animas, her blood glucose was at 179 mg/dl. She reportedly had a headache. The animas representative recommended that the patient get off of the subject pump and go to an alternate form of insulin delivery as recommended by her hcp until the current settings can be verified. During troubleshooting, the animas representative assessed the patients alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient blood glucose excursions and symptoms that can be suggestive of acute complication of diabetes while on insulin pump therapy. The reported incident can be attributed to a potential incorrect insulin pump setting. The animas pump was not replaced. The patient will verify the correct setting with her hcp and will call back if the issue is not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.